Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter read inaccurately high. The pt manages her diabetes with self-adjusted insulin. The pt indicated that the alleged issue started on (B) (6) 2010, at 8:30-8:35 am. The pt reported a meter reading of "132 mg/dl." The pt then took insulin and ate breakfast. Around 9:52 am that same morning, the pt claimed that she developed symptoms of shakiness, sweating, weakness, and feeling "heavy-chested." The pt tested her blood glucose at 9:56 am and got "64 mg/dl." A minute later, the pt administered self-treatment by consuming glucose gel. The pt's blood glucose was not tested on another device during the time of concern. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.